Event description:
It was reported the atrial lead had dislodged at an unknown date. The asymptomatic patient presented for a revision procedure where the atrial lead was explanted and replaced. There were no complications. The patient was stable.